Event description:
A healthcare worker received a hydrogen peroxide burn on their right, middle finger. The healthcare worker's middle finger was discolored with burning sensation and pain. The healthcare worker saw a doctor who prescribed an unspecified ointment and wrapped the burn area with gauze. The incident happened when the unit would not accept a cassette so the healthcare worker decided to exchange it for another after several times.